Manufacturer narrative:
No findings possible, as the damaged instrument has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, an instrument was discovered to be inaccurate because it was bent. It was reported that an initial spin was taken with the imaging system, and accuracy was checked with the instrument in question. Accuracy was found to be 3-5 mm off laterally. Initial visual inspection of the instrument revealed that it was visibly bent. All other instruments were reportedly accurate, and the procedure was completed successfully with the use of other instruments. There was no reported delay because of this issue, and the patient was not impacted.